Manufacturer narrative:
Carefusion complaint number: (B)(4). Results of investigation: carefusion was able to verify the reported issue. Inspection of the unit revealed the housing cover for the ac adapter was stuck on the jp4 connector of the power flex circuit. Visual inspection also revealed pins 3 and 5 of jp4 were burnt. Carefusion replaced the power flex cable to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had a damaged lemo connector and that the end of the power supply cable was physically stuck in the ventilator. While in service, it was discovered that the unit had burnt components. This reportable issue was discovered while in service, therefore there was no patient involvement associated with this complaint.